Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient reported that the circumstances that led to the por message was the battery had been dead, replaced batteries (understood to be the programmer batteries). Patient had their surgery (B)(6) 2019 and is still receiving the por message. Patient weight now is (B)(6) pounds, was (B)(6) pounds at the time of the event. The por has not yet been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient verified she saw the por after changing the programmer batteries. Patient didn¿t remember if the por was seen before or after their hand surgery. The patient has no managing hcp due to insurance and the device has not been checked yet. Patient was given the phone number for the national answering service in case they wanted to ask their pcp to page a rep to check the device. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient went to check their device the other day and they saw a por message. The patient noted having a hand surgery on monday, but they thought they saw the por on sunday. The patient was redirected to their healthcare provider. No patient symptoms were reported. No further complications were reported.